Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins/pocket was heating, burning up, warm to the touch, and red. It was noted that the patient was seen at the clinic and the hcp was unable to observe the redness. No further complications were reported/anticipated.